Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lobectomy wherein the surgeon tried to fire the device, however could not. The surgeon was able to press the green button and partially squeezed the handle. No patient harm.

Manufacturer narrative:
Correction: (UDI) if information is provided in the future, a supplemental report will be issued.